Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 150 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 168 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is one month ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: customer is concerned with all these results. Check the meters memory but customer is unable to see the time and date correctly because she has problem with her eyes.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Correction: correction made on the meter serial# (B)(4). Customer confused one 5 for a 6.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 150 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 168 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is one month ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: customer is concerned with all these results. Check the meters memory but customer is unable to see the time and date correctly because she has problem with her eyes.